Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal device was deployed after a (pci) percutaneous coronary intervention. The angio-seal did not work as bleeding occurred. Pressure was held for twenty minutes. They moved the patient to a stretcher to put on a femoral clamp. No components were found so they sent the patient for a CT. It showed a shadow in the popliteal artery. An ultrasound confirmed an anomaly behind the knee so the patient was then sent to the operating room. The vascular surgeon removed the angio-seal footplate and string. The patient was in stable condition and has been discharged. The estimated blood loss was less than 250cc's. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.